Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient's daughter that the battery life depleted from 4 years to 1 year. The daughter is also frustrated and extremely upset that no one notified her mother about the advisory. The patient is in the hospital and has not had a device check. Attempts to obtain additional information were unsuccessful. However, should the requested additional information subsequently become available, it will be considered and processed accordingly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.